Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge remained static despite the pump being in use. In addition, reportedly, the cartridge fully depleted of insulin when the pump displayed a fill estimate of 7 units. The customer's blood glucose level was 100-130 (mg/dl). Reportedly, the customer loaded new cartridges to address the reported events.